Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number:3006705815-2023-02477. It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. Patient reported that the patient never experienced adequate therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2023 wherein the ipg was explanted and replaced. Nothing was done on the leads. Patient was reprogrammed post op and effective therapy was restored.